Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced a loud constant tone of insulin pump. Customer went to change battery and noticed a blank screen display. Customer's blood glucose at the time of call was 370 mg/dl. Customer also reported of receiving an "unexpected restart" alarm a few days prior. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was monitored for several days with no audio/beep or blank display anomalies noted. The pump passed the error test. No damage was found on the interface board. The pump was received with high stop current due to a faulty lcd driver. The pump had minor scratches on the display window.